Manufacturer narrative:
(B)(4).

Event description:
It was reported through product return that the left ventricular lead could not be implanted. A replacement lead was successfully implanted. No additional information was available.